Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article that the patient had a recurrent incisional hernia due to low-weight polypropylene mesh central rupture. The patient underwent a recurrent incisional hernia repair at the site of right subcostal and oblique incision for managing the recurrent incisional hernia and mesh was implanted. The recurrent incisional hernia occurred 13 months after the surgery confirmed by abdominal ultrasonography and CT. The patient was re-operated on using heavyweight mesh. During surgery, the hernia defect was found in the central part of the mesh. The rupture occurred in the central part where the mesh was not covered by the anterior myofascial layer during the previous surgery. The entire area of the mesh was intact except at the right side of the defect where gap in the mesh covered with a very thin and weak fascial layer was found. The postoperative course was uneventful and the patient was discharged days after surgery. During the 6-month follow-up period, the patient had no complaints and no signs of recurrent incisional hernia were observed.